Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the touch screen on the v60 ventilator would not calibrate. The issue occurred during setup for clinical use. There was no report of harm. Customer biomed reported the touchscreen would not calibrate during set up and does not respond to parameter change in some sections. The screen was confirmed as clean with no evidence of impact damage. A philips authorized service provider (asp) evaluated the issue and determined touch screen replacement was necessary. The device was verified as operational with no additional errors after touch screen replacement was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.